Event description:
A peritoneal dialysis (pd) nurse reported a patient was hospitalized due to congestive heart failure. The hospitalization dates were (B)(6) 2015. During hospitalization the patient had their atrial lead repositioned and a peacemaker was implanted.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation and review of available medical records.